Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up# 1: (08/18/2015): on (B)(6) 2015, the reporter contacted lifescan USA, alleging unusual issue of obtaining a message of ¿bad strip¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.